Manufacturer narrative:
Investigation is summarized as follows: customer data review: the customer data was reviewed with respect to the reported sids. The runs associated with the reported samples were valid, as no error codes were generated for the samples or the available abbott quality control. The false positive samples exhibited low amplification in comparison to completed positive controls, indicating a weak positive signal. The curves appeared as expected for low positive samples. The population data analysis concluded that the field data falls within the requirement. Quality data review: device history record / batch record review, the manufacturing packets for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including the complaint components) were reviewed to identify if there were any issues related to the reported complaint. Review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including its components) did not identify any issues that could result in the reported complaint. No records related to the reported complaint were found that documented any issues which could result in the reported complaint. The quality control (qc) amp kit masterlot testing for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were found during qc testing. CAPA / non-conformance review: a lot specific CAPA search was performed to identify related existing internal quality records to the reported complaint during production or internal use. Lots 414712 and 4147121 were searched. A part specific CAPA review was performed for part 9n79 to identify any existing internal quality records which could result in the reported complaint during production or internal use records related to the reported complaint and part. The CAPA review did not identify any quality records related to the reported complaint for the reported lot 414712 (and component lot 4147121). A part and keyword CAPA search was performed to identify any records that are related to the reported complaint for the part number 09n79. Retain / file sample review: the lot 414712 was tested. The testing for alinity m resp-4-plex amp kit list 09n79-090 lot 414712 met all validity criteria and acceptance criteria for all four analytes. The disposition was pass. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the case being investigated, which reported discrepant false positive results for the rsv analyte while using alinity m resp-4-plex amp kit (list 09n79-090) lot 414712. Complaint trending was completed. The upper control limit (ucl) was not exceeded for part 9n79. No adverse trend was identified. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 414712 was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.this incident is being reported to FDA because the incident occurred internationally using the alinity m resp-4-plex assay, list list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval and the alinity m resp-4-plex assay, list number 09n79-095, which received FDA approval.

Event description:
The customer reported a weak false positive result on the alinity m resp-4-plex amp kit. The questioned sample (sample ID [sid] (B)(6) was run on (B)(6) 2025. The technical application specialist (tas) reviewed the result logs for log file analysis. Log files showed a weak signal for alinity m resp-4-plex rsv target. Cycle number (cn) value found was 37.73. The customer reported that the sample was repeated on genexpert, and the result was negative. There was no impact on patient management. The customer reported that the clinic did not expect an rsv infection at this moment as the rsv season has not started and the result was a weak positive.